Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed and in three segments. Visual inspection revealed explant procedure-related damage, including cuts and tears in the insulation, insulation separation from electrodes, and stretched and deformed conductor coils. Visual inspection also revealed insulation abrasion associated with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead within the heart. The reported noise oversensing is likely the result of the lead abrasion observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing. The source of the noisy signals was not determined. This patient had normal sinus rhythm. This rv lead was explanted and replaced. No adverse patient effects were reported.